Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed no external damage. The event history log confirmed a back-up audible alarm post error occurred. Functional testing was able to replicate the reported issue. The root cause was determined to be the main board not working as intended. The main board was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a system failure/base not responding. It was unknown when the product fault occurred. There was no patient involvement and no patient harm.